Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the biomedical department that the large volume pump (lvp) device had a red tag that stated "comm error". Upon review, the device had history of a check IV set error. Both pressure sensors were replaced with new ones. The device was subjected to preventative maintenance using asm software. Rate calibration was performed. The device passed all tests and was returned to service.